Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm during bolus. Customer stated that they do not use the sensor feature on the insulin pump. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, restart error test, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.